Manufacturer narrative:
This alleged incident was not a result of a problem with the device. This was a car accident by no fault of the device. Car accident, not product problem.

Event description:
Consumer was hit by a car while in device. Car accident, not related to device.